Event description:
The customer reported to vyaire medical request for cal codes for gde swap. Customer stated the machine displays the following alarms after est: p max s o s. Circuit occluded, safety valve open and the machine does not work. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer troubleshot the unit. The transducers were calibrated but the problem continues the machine does not work. The gde module was changed and the avea now works fine but the unit needs the codes to change the s/n and the mainstream in the machine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information was received.